Manufacturer narrative:
The complaint status knee replacement. Doing a knee replacement, impaction handle spring/red attachment button broke off, leaving three pieces. Rep present at case. Surgery completed with other handle. This could be an issue because the pieces that broke off could get lost in the joint. Satisfactory outcome for surgery. This is the third one I have reported this year. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a knee replacement, impaction handle spring/red attachment button broke off, leaving three pieces.